Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact. 1 event had no information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 2 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2020-00185. - 1 previously reported events are included in this follow-up record. Product return status 1 device was received. Event confirmation status 1 reported event was not confirmed. Evaluation results 1 device had no problem found.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device was reportedly leaking. 1 event had no patient involvement; no patient impact.